Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display, troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
Insulin used the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected low battery alarms noted during testing. The audio tone/vibrate feature on the pump functioned properly during testing. (B)(4).